Event description:
Pt undergoing MRI of head, IV propofol appeared to be going in faster than expected and crna was unable to slow the rate. Pump turned off initially while patient was bagged with ambu bag. When pump restarted, same thing happened. Propofol discovered to be free flowing. Patient vital signs recovered.